Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient had high blood glucose for greater than four hours and was treated with manual bolus. No further information available.